Event description:
It was reported that during an arthroscopy procedure, the anchor broke during the insertion. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 4.5 mm pk sa healicoil anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The first distal threads of the anchor have broken off and were not returned. The material surface area of the anchor where the threads have broken off are burnished. An exact root cause cannot be determined with confidence however, factors that could have contributed to the reported event include: off axis insertion. Excessive force applied during insertion. Insertion sites are not prepared with appropriate instrumentation prior to implantation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.